Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening and pain. ***update*** (B)(4) 2012 litigation alleged the patient suffered severe pain, difficulty walking, hypersensitivity and numbness, nerve damage, elevated chromium and cobalt blood levels, and damage to surrounding tissue and implants as a result of the implanted asr hip. There is no new information that changes the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening and pain. In addition, litigation alleged the patient suffered severe pain, difficulty walking, hypersensitivity and numbness, nerve damage, elevated chromium and cobalt blood levels, and damage to surrounding tissue and implants as a result of the implanted asr hip. Doi: (B)(6) 2007 - dor: none reported (right). Patient is a resident of the state of (B)(6).